Manufacturer narrative:
Follow-up # 1 ¿ (03/25/2015). The patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/13/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ping meter had an unusual issue ¿ the meter was displaying blood tests as control solution results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on an unknown date during ¿december 2014¿. The patient informed the cca that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. During the initial call with the cca the patient reported feeling ¿sick and thirsty¿ as well as experiencing ¿frequent urination¿ ¿3-5 days after¿ after the alleged issue first occurred. The patient stated that they went to their doctor¿s office to seek advice regarding this issue and the doctor advised them to ¿adjust¿ their medication. The adjustment which was suggested by the doctor was not provided by the patient at this time. At the time of troubleshooting, the cca stated that the patient was unable/unwilling to walk through resolving the issue. This complaint is being reported because the patient was unable to obtain a blood glucose result on the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged meter issue began.